Event description:
It was reported that the patient presented for a post operative follow-up check in clinic. It was noted that the right ventricular lead dislodged resulting to loss of capture. X-ray confirmed dislodgement. The lead was explanted and replaced. The patient was stable.